Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer septal occluder was implanted in the patient. Six to seven months after the procedure, a bubble study was performed and it turned out positive. The device has not endothelialized completely and continued antiplatelet for another 3 months. A follow up transesophageal echocardiography (tee) will conduct after three months. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer septal occluder was implanted in the patient. Six to seven months after the procedure, a bubble study was performed and it turned out positive. The device has not endothelialized completely and continued antiplatelet for another 3 months. A follow up transesophageal echocardiography (tee) will conduct after three months. The patient was reported stable.

Manufacturer narrative:
An event of patient device interaction problem associated with residual shunt was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from field indicated that a bubble study was performed and it turned out positive after 6 to 7 months after procedure. The device has not endothelialized completely and continued antiplatelet for another 3 months. Based on the information received, a root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.